Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported fluid leaked from the pca set during an epidural infusion of either sensorcaine or fentanyl/bupivacaine. There was no report of patient harm.

Event description:
The customer reported fluid leaked from the pca set during an epidural infusion of either sensocaine or fentanyl/bupivacaine. There was no report of patient harm.